Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report a (B)(6) male patient had a skin irritation. The patient had oozing sores under all of the therapy electrode pads. The patient's doctor recommended a hydrocortisone cream, but the patient's wife reported that the cream was not helping. Follow-up was attempted but the distributor was unable to get in touch with the patient. The outcome of the rash is unknown.